Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the cardiac resynchronization therapy defibrillator (crt-d) delivered possible inappropriate t herapies. The device is still in use. No further patient complications have been reported as a result of this event.